Event description:
It was reported that the pta balloon burst on the first inflation at 30 atm. Reportedly, the burst cause the pt's vessel to rupture. The original device was removed from the pt without difficulty and a second device was used to try and stop the bleeding. The pt was in stable condition, however, surgery has been recommended by the physician to repair the ruptured vessel.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.